Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready-screen (3), lot r241.

Manufacturer narrative:
There was no additional patient sample available for investigation. Immucor product investigations lab confirmed the presence of the jka antigen on retention crrs(3), lot r241.